Event description:
The reporter stated that during a distal tibial osteotomy procedure, the screws stripped, during insertion, at the screwdriver interface. They were removed and other screws were placed. The reporter stated that the pt (B) (6) had hard bone.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.